Event description:
It was reported the charger is having difficulty communicating with the ipg due to it flipping in the pocket. Communication is only obtained when pressure is applied. The patient will continue attempting to recharge the ipg for the time being.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.